Manufacturer narrative:
The customer did not provide any run data or lot information. Additionally, a sample type and the collection kit information could not be provided. The customer provided the CT value that was generated for the influenza b result that was initially generated on (B)(6) 2022. The CT generated was borderline with the cut-off for the assay, indicating a low titer sample at the limit of detection for the assay. Samples that are at the limit of detection can generate wavering results upon repeat, especially when tested with less sensitive assays. Overall, there is no indication of a product problem and the assay is performing as intended.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from japan alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated a positive result for influenza b when tested on cobas liat (negative for sars-cov-2 and influenza a). A new sample was collected and tested using an unspecified antigen test which yielded a negative results for influenza b. It could not be confirmed which result was reported. No harm is alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.